Manufacturer narrative:
The lot number was not provided, so the manufacturing and inspection records could not be reviewed. A review of video provided by the customer was performed. Video was reviewed by vp of medical affairs. According to vp without the ivc filter or delivery system it is difficult to say anything other than to speculate and as such, it will be difficult to come to a conclusive answer. Messages were sent back and forth with doctor (B)(6) from (B)(6). The procedure was performed by one of his partners and not by him, but based on what was told and what was demonstrated in the video, it looked like the wire that was going through the apex of the filter during deployment somehow became stuck and when it was removed it caused the filter to tilt. It is difficult to say why the wire got stuck as the filter was still in the patient and it would require investigating the apex of the filter to ensure there is no issue with the way the opening in the apex is, it would also require investigation of the wire portion that went through the filter to see if there was any type of anomaly with the guidewire which is why it would be only be speculation. As stated based on observation of the video it is clear that the wire was stuck within the apex of the filter but the mechanism that initiated this is indeterminate and the complaint was not confirmed. Sample was not returned to argon and the complaint was not confirmed, so no corrective action is required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
Dr. (B)(6) partner was placing an option elite in the ivc. The wire on the deployment mechanism was trapped in the ape of the filter and had to be retracted with force which caused the filter to tilt. Dr. (B)(6) will retrieve the filter and try to return to argon at a later date. As recounted per dr.(B)(6) images included with per filing- lot number not available at time of filing.

Event description:
Dr. (B)(6) partner was placing an option elite in the ivc. The wire on the deployment mechanism was trapped in the ape of the filter and had to be retracted with force which caused the filter to tilt. Dr. Cooper will retrieve the filter and try to return to argon at a later date. As recounted per dr. (B)(6), images included with per filing lot number not available at time of filing

Manufacturer narrative:
Sample is not available for return. Videos were provided for investigation. A follow-up report will be submitted once the videos are evaluated.